Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery error was unable to be confirmed. The mobile power unit (mpu) (serial #: (B)(6)) was returned to the european distribution center (edc) and the system powered on as intended. The system functioned as intended. Preventative maintenance was performed per procedure. The root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation there was an incidental finding. Upon initial observation, the patient cable rubber was loose at the lemo connector. The device history records were reviewed for the mpu (serial #: (B)(6)) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit had a battery error.